Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd intima-ii¿ closed IV catheter system was found leaking as a "nurse found leakage at septum during infusion in CT". No repot of serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that during use a bd intima-ii¿ closed IV catheter system was found leaking as a "nurse found leakage at sepum during infusion in CT." No repot of serious injury or medical intervention.

Event description:
It was reported that during use a bd intima-ii¿ closed IV catheter system was found leaking as a "nurse found leakage at sepum during infusion in CT." No repot of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a representative sample was received for the purpose of our investigation. The investigators were unable to observe the reported failure mode in the sample provided; the samples returned were subjected to leakage testing (45 psi and 800mm) and found to be conforming to product specifications. The batch record also was reviewed, no related abnormalities were found. Unfortunately the root cause for this complaint could not be determined without the ability to inspect the affected unit or to replicate the reported failure mode. Bd will continue to track and trend for this issue.